Event description:
A malfunction with code malf 16 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the pump was under warranty and arranged for its replacement. The customer was instructed to use multiple daily injections as a backup therapy and return the problematic pump with a pre-paid label within 10 days. The customer confirmed understanding of these instructions and acknowledged receipt.